Manufacturer narrative:
The reported issues could not be confirmed. The system was cleaned and tested. The system operated as intended.

Event description:
It was reported that the device was not scanning at all. It was placed on the floor and had only performed 15 scans. There was no response when it was turned on or off. No patient injury was reported.